Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus local service engineer report that the contact pin of the connector of the device is bent. Omsc surmised that the reported phenomenon was occurred due to failure communication between the connector of the device and the video system by bending of the contact pin of the connector of the device of the some cause. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for an unspecified procedure using the subject device and video system otv-sc, an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.